Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range and did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.